Event description:
It was reported that the device performed a restart on the reported date of event at around 2:36 p.m., and that a corresponding alarm message was displayed on the screen. The device was replaced. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Manufacturer narrative:
The affected device was examined onsite by service technician and the logfile was made available for further investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that the device performed a restart of the ventilation unit on the 12th of november 2022 at 2:36 pm system time whilst ventilating in pc-ac ventilation mode. The restart was caused in a specified reaction on a detected temporary malfunction of module m4.1 1 (pressure and flow measurement module). The event was accompanied by the corresponding alarm messages "device failure (12)" and "ventilation unit restarted". After successful restart of the device, the ventilation was resumed and continued until the ventilation was set into standby mode by the user at 4:13 pm. Due to the device failure (12), the pba m4.1 and both m4.1 data cables were replaced, and the device was tested without any issues afterwards. As a safety feature of the device, the software analyzes and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module, the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart on the reported date of event at around 2.36 p.m., and that a corresponding alarm message was displayed on the screen. The device was replaced. There were no patient health consequences reported.